Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was attributed to user error. During review of the device data logs it is seen that when the device detected a valid patient impedance, the user had the device in leads view instead of pads view. Had the user pressed the analyze, charge, or energy select buttons, the device would have automatically switched to pads view and the user could have delivered energy. The device was put through extensive testing including stress testing, bench handling, and shock testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.